Event description:
It was reported a sheath liner tear occurred. During a transcatheter aortic valve replacement (tavr) procedure vascular access was obtained via a severely calcified, moderately tortuous, moderately stenotic transfemoral approach. An attempt was made to advance a 14f isleeve introducer sheath and difficulty was encountered due to the femoral calcifications and tortuosity. Upon removal, the 14f isleeve introducer sheath was observed to be compressed and near the tip of the device a tear through the sheath liner inconsistent with the expected seam expansion was identified. The femoral artery was dilated with an unknown 16f introducer sheath and a new 14f isleeve introducer sheath was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
H6 device codes updated. H6 component codes updated. H6 evaluation method codes updated. H6 evaluation result codes updated. H6 evaluation conclusion codes updated. Media analysis: two (2) photographic images of the 14f isleeve introducer sheath were received and analyzed by a bsc quality technician. The photographs were reviewed and showed multiple kinks in the sheath and that the sheath was twisted. There was a seam at the distal end of the sheath that appeared to be expanded, not torn. The expanded seam of the 14 f isleeve introducer sheath occurred along the seam line and is expected use of the device, as the seams are designed to expand with use to allow passage of a delivery system or balloon aortic valvuloplasty (bav) catheter; therefore, is not considered damage to the device. Analysis of the photographic images confirmed there was damage to the 14f isleeve introducer sheath however, there was no sheath tear/break.

Event description:
It was reported a sheath liner tear occurred. Procedure summary: during a transcatheter aortic valve replacement (tavr) procedure vascular access was obtained via a severely calcified, moderately tortuous, moderately stenotic transfemoral approach. An attempt was made to advance a 14f isleeve introducer sheath and difficulty was encountered due to the femoral calcifications and tortuosity. Upon removal, the 14f isleeve introducer sheath was observed to be compressed and near the tip of the device a tear through the sheath liner inconsistent with the expected seam expansion was identified. The femoral artery was dilated with an unknown 16f introducer sheath and a new 14f isleeve introducer sheath was used to complete the procedure. Patient status: no patient complications were reported.